Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump screen wasn't working, further described as 'screen dark'. This occurred during an unspecified process step in medsurg department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b3: event date, d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem "screen isn't working, screen dark" was confirmed during functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a distorted liquid crystal display (lcd). The lcd requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.